Manufacturer narrative:
(B)(4). Additional skin reactions reported under (B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated that the reaction started immediately at the insertion site, then was irritated around the tape part, and finally outward next to it. A similar reaction the size of a dime or quarter occurred on the patient¿s thigh, but it did not grow. Sensor was removed on (B)(6) 2018. Affected area was treated with hydroxyzine, previously prescribed on (B)(6) 2018 by the patient¿s endocrinologist. At the time of contact, it was indicated that the patient was recovering, but was still experiencing itching around the front and back of her body, neck and legs. No additional event or patient information is available.